Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the evening of (B)(6) 2010 she obtained an alleged high blood glucose result (reading not recalled) with the subject meter. The patient informed the cca that she manages her diabetes with insulin (self adjuster). The patient claimed that she took an unspecified amount of insulin (type unknown) based on the result and 1 ½ hours later began to sweat profusely and felt "tingling" in her nose, mouth and lips. The patient reported that she ate candy in response to the symptoms. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.